Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "now the patient is a high risk patient instead of a low risk"? I talked with surgeon and she said instead of doing a normal sigmoid resection, she had to convert to a lar ( lower anterior resection) which causes more trauma and one additional day in the hospital. She did say she had to mobilize the area around the spleen to free up length of the colon to finish the anastomosis. She normally does a 2 1/2 surgery for her sigmoid cases but was about 5 hrs with the lar. Was there any patient consequence as a result of the procedure being prolonged? One additional day stay but patient has been discharged and doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid resection after firing the stapler it would not release the tissue and caused a long tear in the anastomosis. The anastomosis was recreated. "Now the patient is a high risk patient instead of a low risk". The procedure was completed with second stapler with no patient consequences. The procedure was delayed by 2.5 hours.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2021. D4: batch # u5ck36. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and anvil with washer cut while the green checkmark illuminated upon installation of the battery, indicating that the device achieved full firing stroke. The device was reloaded with staples, reset, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2022. Additional information received: please see attached 03/24/2021 - path report and 03/24/2021 - op report.